Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparotomy procedure, there were tissue pad started to detach. Another device was used to complete the case. There was no consequence to the pt.